Manufacturer narrative:
The surgical table was installed in 2014 and is serviced and maintained by the user facility's biomedical department. A steris service technician arrived onsite following the event and found the table disassembled and located in the facility's biomed shop. Steris's investigation identified significant damage to the table's shroud and manifold. The steris technician found the table shroud was bent inward and had contacted the table's hydraulic line attached to the table manifold causing further table damage. The user facility's biomed stated to the steris technician that they've observed items stored on the base of the table in the past, resulting in the need for multiple shroud repairs. The operator manual states (pp. 1-3), "do not store items on table base. Doing so may result in equipment damage or inadvertent tabletop movement that could place the patient and/or user at risk of injury." Steris has counseled the facility on the importance of never storing items on the base of the table in accordance with the operator manual instruction. Steris provided a repair quote to the user facility and is awaiting a response. The table remains out of service. A follow-up will be submitted if additional information becomes available.

Event description:
The user facility reported that during a patient procedure, their 5085 surgical table would not respond to commands to adjust the table height. User facility personnel proceeded with the procedure which was completed successfully. No report of injury or procedure delay.

Manufacturer narrative:
On (B)(6) 2018, steris was informed the facility's biomed technicians repaired the surgical table and returned the unit to service. No additional issues have been reported.